Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39mg/dl. Low bg cause was not known. Customer went to the emergency room, (ER) while in the waiting room the customer bg increased to 122mg/dl. Customer left the ER without receiving any sort of treatment or assistance. Recommendation was made to consult with a healthcare provider to discuss diabetes management.